Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the cart would not power on and the module had slight burning and charring. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery there was a power inlet module failure and the unit would not power on. At product evaluation investigation the power inlet module had slight burning and charring. No adverse events were reported as a result of this malfunction.